Manufacturer narrative:
.

Event description:
It was initially reported that the physician got a warning message that stated that it was possible that the patient was not receiving the intended therapy due to high impedance. The patient was doing fine and there was no reported manipulation or trauma. No further information was provided. Good faith attempts for more information have been unsuccessful to date.